Event description:
It was reported that a vns experienced an increase in seizures due to an unk reason and whose pre-vns baseline was unk. A battery life calculation was performed on the pt's generator based on previous settings and indicated the pt's device had reached end of service. The pt was followed up by the treating neurologist and a company representative was present at the time of the office visit. Diagnostics at the office visit indicated the pt's device was not at end of service, however, the treating neurologist referred the pt for a prophylactic replacement. Clinic notes were received from the office of the treating neurologist indicating the pt's vns settings were increased at the office visit due to the increase in seizures. Good faith attempts to obtain additional info from the treating neurologist regarding the pt's increase in seizures have been unsuccessful to date.